Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements. The physician believed the cause for this increase was related to lead damage. At this time, evidence suggests the lead remains in service. No adverse patient effects have been reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements. The physician believed the cause for this increase was related to lead damage. At this time, evidence suggests the lead remains in service. No adverse patient effects have been reported. Additional information was received indicating that during a patient check, pacing threshold measurements remained high. An x-ray was performed and showed this lead was dislodged and a lead conductor fracture was suspected. Subsequently, a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.